Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.

Event description:
The customer reported that the 9800 system had an intermittent failure of no display. No pt injury was reported.